Manufacturer narrative:
Several attempts were made to obtain more information; however, they were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had an estimated longevity of 5 years in (B)(6) 2017 but nine months later the estimated longevity was 10 months. The physician suspects that this device was depleting faster than expected. Intervention is pending.

Manufacturer narrative:
The explanted device was not returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received a legal claim regarding this patient and device. The file indicated the device was explanted and replaced with no complications. A new device of the same model was implanted. No additional adverse patient effects were reported, outside of the need for a device replacement procedure that was earlier than expected.